Manufacturer narrative:
The associated complaint device was returned and evaluated. A review of the manufacturing records did not reveal any material or manufacturing deviations that caused or contributed to the reported incident. A dimensional evaluation was attempted; however, damage at several features of the device would not allow for accurate measurement. The features that could be measured were found to print specification. A lab analysis indicated that damage seen on the inferior surface of the insert caused by third-body particulate (bone fragment) getting lodged between the baseplate and insert during insertion. The deformation of the insertion divots resulted from the force of the insertion tool pressing on them during insertion while full seating of the insert was impeded by a third-body particulate; making fully seating the insert difficult. Deformation of the lateral side of the posterior locking mechanism resulted from the surface pressing against the lock detail of the baseplate, rather than fitting under it, or by pressing against a foreign object. A clinical analysis indicated that it was reported that there was a 40 minute surgical delay due to the poly insert not locking into the baseplate. The surgery was completed with a backup insert, and no patient injury was reported. Therefore, no further clinical assessment is warranted. A review of complaint history on the listed part revealed no additional complaints for the listed batch with this failure mode. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that the insert could not be connected to the baseplate. The surgeon tried to insert several time. It seems that the locking area deformed. Please perform dimensional inspection. 40 minutes delay was reported. The surgery was completed with a backup 11mm insert. No patient injury was reported.